Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer went to get a christmas tree and it was raining, so the tree may have brushed up against the pump. Customer stated that none of the buttons are responding. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However the esc, act, down and up buttons were unresponsive due to corroded keypad trace. No moisture damage was noted on the electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.